Manufacturer narrative:
The cause for the discordant positive results for one patient sample using the advia centaur xp toxo g assay is unknown. The customer tried treating the sample with a heterophilic blocking tube (hbt) but the value did not drop indicating heterophilic antibodies are not falsely elevating the advia centaur toxoplasma igg results. There is no more sample to evaluate. There appears to be some unknown interferent in this patient's samples that is falsely elevating the advia centaur xp toxoplasma igg results. This is the only false positive sample the customer has and they have run 240 negative samples with centaur toxoplasma igg lot 061216. No further investigation is required. The system is performing to specification. Reagent lot 218 (B)(4) expiration date 07/25/2017 date of manufacture 07/25/2016.

Event description:
Customer observed positive advia centaur xp toxoplasma g (toxo g) results from a patient and negative toxo g results from alternate methods. The results were reported to the physician. The physician initially decided to send the patient for amniocentesis, however, the amniocentesis was cancelled when the repeat testing was performed and the result was negative. There are no reports of adverse health consequences due to the discordant advia centaur xp toxoplasma g positive result.